Manufacturer narrative:
B5: upon follow up it was reported the patient was aware of the "twist clamp opening past where it should be" for three to four days, however did not inform the nurse at that time. The transfer set was changed. The nurse reported the twist clamp was able to close and no leaks from the twist clamp were noted. The device was received for evaluation. Visual inspection by the naked eye and magnification was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing, clear passage testing, twist clamp function testing and torque engagement testing were performed with no issues noted. The sample did not leak, and the twist clamp opened and closed to specification. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. It was reported the transfer set ¿twist clamp was opening past where it should be¿ (no further details). It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the peritonitis event. At the time of this report, the treatment was ongoing, and the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.